Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 2 of 27. The customer reported a false positive result with the ID now covid-19 assay performed in (B)(6) 2021. Confirmation testing with pcr generated negative results. Additional information was requested but has not been provided.